Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-625a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during prostate procedure, the fiber "works for 10 minutes and then stops. The fiber broke without any special reasons at 70,000 joules". The fiber tip (cap) was not cleaned during procedure. The fiber was exchanged, and the procedure was completed using the second surgical fiber. No patient or user injury was reported.